Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 139 and 105 mg/dl. Tests were done 10 munutes apart. No further info has been reported.